Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the additional endovascular procedure to treat post-operative right limb occlusion is confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as discharged home on postoperative day one. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela suprarenal proximal extension on (B)(6) 2015. Approximately seven and a half (7.5) years post initial procedure, the patient presented with a possible type ib endoleak and aneurysm enlargement of the right common iliac (measuring more than 25mm). The physician elected to treat the patient by relining with an afx2 bifurcated stent graft, one (1) additional afx vela suprarenal and one (1) afx limb stent graft on (B)(6) 2023 (reported under MFR# 3011063223-2023-00014). The clinical assessment of the previously reported event determined that there was reasonable evidence to suggest a type ii endoleak (lumbar) occurred (non-device related). On (B)(6) 2023, the patient returned to the operating room for an additional endovascular procedure due to post-operative right limb occlusion. Thrombectomy of limb was performed. Angiogram showed significant stenosis of the iliac limb. Balloon dilatation was performed. The final angiogram showed excellent results with wide patency.